Event description:
It was reported that the implantable cardiac defibrillator system was inactive and that nine years later the patient developed an infection. The device system was removed. Additional information indicated the leads were grossly infected and densely adherent to the heart. Information was requested related to the source of infection but is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis results revealed no anomalies were found. It was noted the outer insulation was breached cut, had a white substance and a cosmetic depression. It was also noted that there was apparent explant damage.